Event description:
A report was received from the customer with the following event description: while performing routine preventative maintenance (pm) it was discovered that the sternum defibrillator paddle had been damaged. The damage appeared to be aesthetic as part of the left-sidewall (paddle facing down) that is used to isolate your fingers had been broken off. The unit under test (uut) would not charge by activating the charge button was pressed on the defibrillator control panel and the uut charged to the preset value of 200 joules. However, the unit would not discharge buttons were pressed (simutaneously). I disconnected the paddles from the therapy connector and found that two (2) of the pins from the paddle connector had been shared off inside of the therapy connector. Though this was not easily noticed. There were no visible signs that would have indicated damage to the connector as the plastic latch was in perfect condition.